Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a cut in the tubing between the roller clamp and the blue clamp. Although the reported condition of crack was not observed during sample evaluation, a cut in the tubing was verified. The cause of the cut could not be determined, however, a possible cause was that the tube could have gotten caught in the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a crack; location further described as below two purple labels. This issue was identified before patient use. There was no patient involvement. No additional information is available.